Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A sample from (B)(6) 2021 was received for investigation, where the laboratory confirmed a reactive result of 1.39 coi. A sample from (B)(6) 2021 was confirmed as non-reactive with a result of 0.236 coi. Both samples were also reactive when tested with the elecsys anti-sars-cov-2 s assay. Due to limited sample volume, further testing could not be performed, and a direct correlation between the sars-cov-2 infection and the false reactive result could not be established. The root cause was attributed to a sample-specific discrepancy for the (B)(6) 2021 sample.

Event description:
The initial reporter alleged a false reactive result for a patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. On (B)(6) 2021, the elecsys hiv duo assay generated a reactive result of 2.37 coi (reactive) for the patient sample. Subresults included hivag at 2.37 coi and ahiv at 0.0375 coi. A western blot test performed on the same sample was uninterpretable and required repeat testing with a new sample. On (B)(6) 2021, a sample tested at another laboratory using a different method yielded a non-reactive result for hiv. In (B)(6) 2021, the elecsys hiv duo assay generated a non-reactive result of 0.193 coi for a subsequent sample from the same patient. A viral load test performed on the (B)(6) 2021 sample was negative.